Event description:
A falsely elevated troponin (ctni) I result of 7.2 ng/ml was obtained for the ctni method. The laboratory personnel questioned the result. The sample was reassayed for ctni on a second dimension (r) analyzer. The ctni result was 0.04 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result. Based on discussion with the laboratory manager, the error is believed to have been due to sample integrity. The laboratory manager will review sample handling with laboratory personnel.

Manufacturer narrative:
Insert sheet for the ctni flex(r) reagent cartridge contain the following instructions: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation. If clotting time is increased due to thrombolytic therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of particulate matter." Operator's manual for the dimension (r) clinical chemistry system contain the following instructions: "be sure to follow the sample container MFR's instructions and specifications on proper tube storage and handling techniques for mixing, timing and centrifugation." Based on info provided, sample integrity appears to be the cause of the malfunction.